Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was unable to be fixated. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of lead could not be fixed was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies.